Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Clarification to g3: the initial aware date is 18/may/2022 and was inadvertently captured incorrectly. The initial MDR was submitted within 30 days. Continued e1 additional (fax number): (B)(6). Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, an opening on posterior, and white particles in shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.